Event description:
It was reported that a clearlink continu-flo solution set with duo-vent had a leak due to a hole/slit in the tubing. The reporter stated that propofol leaked onto the floor (amt. Approximately the size of a ¿50-cent piece¿) and blood had backed up into the tubing (amount unknown). This event was noted in the operating room and in post-operative care in the cardiothoracic intensive care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed a 0.08 inch long puncture in the tubing, approximately 17 inches above the second luer activated valve. A flow test was performed and revealed a leak through the puncture. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.